Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, d9, h3, h6.

Event description:
Healthcare professional reported exchange due to¿ capsular contracture baker grade IV and textured to smooth due to concern with the product.¿ record is for left side. Device has been explanted.

Event description:
Healthcare professional reported exchange due to¿ capsular contracture baker grade IV and textured to smooth due to concern with the product.¿ record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported exchange due to¿ capsular contracture baker grade IV and textured to smooth due to concern with the product.¿ record is for left side. Device has been explanted.